Event description:
On (B)(6) 2012, pt reported the infusion device displayed an e4 occlusion error and the infusion set adhesive was "soaked with insulin" and fell off. Her blood glucose elevated to 340 mg/dl at lunch time, and her normal blood glucose range is 100-130 mg/dl. She delivered an insulin injection to treat hyperglycemia. The infusion set was inserted on the day of the event. The infusion set and cartridge were being used within specification. The infusion site was cleaned with alcohol prior to insertion, and the headset was inserted manually. There was an audible click when the headset was connected to the tube, and she has no scar tissue in the site area. Pt does not know if the insulin leak originated at the site or the infusion set connector. The infusion set was requested for evaluation, and she was sent complimentary adhesive dressing. The pt did not require treatment from a healthcare professional or second party to address the issue.